Manufacturer narrative:
Statements in the instructions for use include: "twist and pull the safety cap gently to remove. Caution: inspect clip delivery housing closely, and circumferentially, to make sure that none of the clip's points extend beyond the distal rim/edge. If any clip points extend beyond distal rim/edge, carefully replace safety cap, do not use this product, contact your local product specialist or customer service representative, and use a different device for procedure. Do not remove the handle stay until endoscope with loaded padlock clip defect closure system is in position over defect and ready for deployment." The device subject of the reported event was not returned for evaluation. The device history record was reviewed and confirmed the device was manufactured to specification. A us endoscopy representative provided in-service training regarding use of the padlock defect closure device to the facility, including checking the position of the clip points prior to intubation. No additional issues have been reported.

Event description:
The user facility reported that following setup of a padlock clip defect closure device it was found that the clip points were protruding beyond the device housing. The user elected to proceed with use of the device, and the procedure was completed without incident.